Manufacturer narrative:
(B)(4). The customer reported the external paddles failed to discharge. There was no reported patient involvement. The failed paddles were scrapped and a replaced paddle set were sent to the customer. We will consider this to be a malfunction of the paddles that caused a failure to discharge during testing.

Event description:
The customer reported the external paddles failed to discharge. There was no reported patient involvement.